Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ and the lot number is not available. Root cause is unable to be determined at this time.

Event description:
Information was received that the surgeon suspects the magnet may have detached from the internal casing of the rod. A revision has not been planned at this time. No patient impact or adverse event was reported.